Manufacturer narrative:
Customer refused to return the product.

Event description:
It was reported that when the device was received the glass was broken, liquid leaking and the plastic divider appeared to be glued to the box. This was found during incoming inspection; therefore, were no adverse consequences, surgical delay or medical intervention.